Event description:
It was reported that the patient experienced a shocking or jolting sensation after the device was replaced which he was incarcerated. The device was checked and the patient was told he had a low battery. Because of the incarceration the patient had not been seen since that appointment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3587a, lot# lc2091, implanted: 2005-(B)(6), explanted: na, extension model 748951, serial# (B)(6), implanted: 2005-(B)(6), ex planted: na, programmer model 7434a, serial# (B)(4).